Event description:
A male patient underwent aaa repair in 2007. The patient received a zenith main body and two zenith iliac legs. The procedure was completed without reported incident. At the follow up in 2009, an endoleak was noted, with the patient undergoing a secondary procedure five days later, due to the distal type I endoleak. The endoleak occurred due to the growth of a right common iliac aneurysm. The aneurysm was excluded by the use of zenith zt iliac leg in the right external iliac. The endoleak was resolved.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements. Although the complaint device was not returned, the provided images were reviewed and the aneurysm in the right common iliac was confirmed. The endoleak occurred due to continued degeneration of the right common iliac. The initial repair was performed in 2007 and completed without incident. Without images of the initial repair, we are unable to comment on the patient's anatomy and the condition of the right common iliac between the initial repair and the complaint event. The images that were not returned were taken prior to the complaint event. The patient's anatomy appeared to be suitable for evar. At this time, there is no indication of a design or process induced failure of the complaint device. There are a number of factors that could have resulted in poor distal fixation during the initial repair (undersized graft, iliac diameter, tortuosity). We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.